Manufacturer narrative:
Additional information was received that the silicon was torn as the anchor was removed in order for the physician to look at the lead and there was no missing silicon left in the patient's body. Sc-2317-70 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection revealed distal electrodes #1-#4 were fractured and torn off. Cables are exposed at the separated section of the lead. Visual and x-ray inspection found that electrodes # 1-4 of the associated infinion lead is inside the clik anchor. The damaged portion of the lead was removed from the clik anchor without any difficulty. Additionally, visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. Sc-2317-70 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection revealed that the lead was cleanly cut approximately 23 cm from the proximal end. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. Electrical tests could not be performed due to broken cables. Sc-4316 (lot #18091953) visual inspection revealed eyelets damage to both anchors. One of the clik anchor have one torn through. Another of the clik anchors is missing a portion of the damaged eyelet. The small piece of silicone was not returned. Additional suspect medical device component involved in the event: model: sc-4316, serial/lot: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also noted that the lead was fractured at distal end of clik anchor. The patient underwent a revision procedure wherein the leads and clik anchor was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also noted that the lead was fractured at distal end of clik anchor. The patient underwent a revision procedure wherein the leads and clik anchor was replaced. The patient was doing well postoperatively.